Manufacturer narrative:
(B)(4) report was filed, report number is unk. Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for eval.

Event description:
The customer reported in surgery, IV set was loaded into pump, door closed, pump and pc unit off, and connected to the patient. Free-flow condition was observed. Pt harm is unk. Although requested, no add'l event or patient info was provided by the user.